Event description:
The device was used in an ide (investigational device exemption) study ((B)(6)). After inflating the balloon, after approximately 6 minutes and 30 seconds of balloon inflation, an error message occurred on the console indicating balloon malfunction and the need to do manual balloon inflation. At approximately this time, the code was terminated and the patient was pronounced dead. The balloon was removed from the body through the arterial sheath and found to be ruptured. There was no resistance removing the balloon and the entire balloon was removed intact. When inspecting the balloon, the balloon material was damaged.